Event description:
It was reported by service report that the head left siderail would not lock in up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link latch was worn.